Event description:
When the length of the cautery tip was being changed, the plastic was noted to be falling apart; all plastic pieces were accounted for as it was not in use on the pt when this occurred.